Event description:
It was reported that the ilet connector broke in half while attached to the pump, and the user could not remove it, rendering the ilet no longer water resistant and necessitating replacement. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of cgm data, user instruction to maintain backup therapy, and guidance to sync data and shut down the device prior to return. Investigation included device return request for evaluation and review of device history and user report. Investigation of this case revealed a mechanical break of the connector and inability to detach from the pump assembly. It was concluded that the device experienced a component failure requiring replacement, with user counseling provided on water resistance loss and data handling.